Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized at (B)(6) due to surgery not related to the use of a pod. The patient was under general anaesthetic at the time of this issue; however, the patient assumes that during surgery the pod may have been subject to pressure causing the adhesive to shift, which in turn may have caused the cannula to dislodge. The pod was placed on the patient¿s upper right arm and had been working correctly for the 22 hours it was worn prior to surgery. It was reported that no external issue with the pod was visible. The procedure lasted approximately 20 minutes and, due to difficulties waking up from the anaesthetic, the patient went without insulin for approximately 60 minutes. The patient believes this, combined with the stress of the procedure, resulted in the patient's blood glucose levels reaching 300 mg/dl. The patient reported no noticeable symptoms and was kept under observation for the following nine hours as precaution. A new pod was applied approximately two hours after the patient had woken up from the surgery and, in the meantime, was administered intravenous fast-acting insulin. The original pod was discarded by the hospital. The patient was discharged from the hospital on (B)(6) 2026, after being admitted for approximately 10 hours.